Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 06-jul-2023. H.6. Investigation summary: a complaint of the set being kinked causing occlusion, was received from the customer. A photo of the packaging was received from the customer. A sample was received for investigation. Through visual inspection, the complaint of tubing kinked was confirmed. Kinks were seen above the filter and above the y-site. The kinked tubing was also opaquer with white colored bubbles in the tubing. A device history record review for model 20028e lot number 23029348 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 28feb2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing site was notified of this defect. After investigation, the potential root cause of kinked tubing could be related to an incorrect coiling of product by the assembler in combination with an excess of solvent between components due to opportunities with the solvent dispenser. This failure mode was addressed by improving the consistency of the solvent application between components, and the bushing of the solvent dispenser will be changed. Additionally, a quality alert was generated to communicate and reinforce the correct coiling of the product and solvent application between components. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd alaris smartsite extension set the tubing was damaged. This occurred twice. This is report 1 of 2. There was no report of patient impact. The following information was provided by the initial reporter: incident date:5/23/2023 ¿this filter had 2 twisted and kinked areas in the tubing. This caused an occlusion alarm on the alaris pump and nurse changed the tubing. Ns was flowing through the tubing at the time.¿ product: MFR 20028e, available for return.

Manufacturer narrative:
D.4. Medical device lot #: h37020028e19 was reported, however, this is not a lot # manufactured for the reported catalog #. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris smartsite extension set the tubing was damaged. This occurred twice. This is report 1 of 2. There was no report of patient impact. The following information was provided by the initial reporter: incident date:(B)(6) 2023. ¿this filter had 2 twisted and kinked areas in the tubing. This caused an occlusion alarm on the alaris pump and nurse changed the tubing. Ns was flowing through the tubing at the time.¿ .product: MFR 20028e, available for return.